Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall; subsequently the ipg lost communication. The patient has also lost weight and the ipg was loose and moving in the pocket causing discomfort. The physician revised the pocket site on (B)(6) 2017, which resolved the issue.